Event description:
It was reported to boston scientific corporation that during a ureteroscopy w/laser stone procedure using a flexiva 200 laser fiber, the fiber stopped working. The aiming beam was not visible at the tip of the fiber. The blast shield of the laser was changed. The complainant confirmed that the fiber degraded. The fiber was used with a holmium 1000 watt laser set at 2.0 joules and 20 hertz. The procedure was completed with this fiber without any complications to the patient. The patient condition post-procedure is unknown. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.

Manufacturer narrative:
(B)(6). Visual examination of the returned fiber revealed approximately 1.5 mm of exposed glass tip remaining and appeared used. The pattern on the tip face is consistent with normal use. The fiber is broken 5.3 cm from the "sub-miniature a" (sma) face. Burn marks were not visible at the break; indicating the fiber did not break during use. The aiming beam is not visible from the distal tip indicating that the fiber is broken within the connector.